Manufacturer narrative:
The clinical application specialist (cas) provided videos. Video one (1) review. The video begins with the laser assisted flap already performed. The instrument is used to open the flap, but the flap is still stick on the eye temporally. Bubbles are noted to be in the location where the flap is still stuck. The surgeon uses a blade to free the flap and then a weck-cell is used to dry the corneal bed. The surgeon then uses balanced salt solution to hydrate the corneal bed again. The flap is floated back into place. The video ends. Video two (2) review. The video begins with the docking of the eye and the pupil centration with the myers. The laser is applied and the footswitch message appears, asking for the suction to be released. All the bubbles remain and without dissipation. The video ends. The creation of a corneal flap is used in patients undergoing laser assisted in situ keratomileusis (lasik) surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface, also known as the bed. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface, also known as the sidecut. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap decentration, incomplete flap creation, flap tearing or incomplete lift-off, and free cap. As the system parameters are user defined, possible incomplete sidecut may occur when the incorrect settings are used; additionally, ocular movement during treatment, ocular anatomy, and loss of suction can also contribute to, or be the cause of, an incomplete sidecut/flap. The company service representative examined the system and was not able to replicate the reported event of the flow being too high, or the balanced salt solution bag bay door not closing properly. The company service representative also was not able to confirm the system being involved in the cases in which the patient experienced a capsular rupture. However, the company service representative determined that the customer was reusing the single use fluidics management systems (fms) cassettes, which was causing imprecise readings of the sensors in the fluidics module. This may have caused the reported event. The company service representative trained the customer on proper use of fms cassettes. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer misuse of the cassettes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the cortex mode of a cataract with intraocular lens (iol) procedure the flow was too high. The patient experienced a posterior capsular rupture. Additional information has been received stating the patient status is resolved and doing well.